Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the right pda and one in the mid lad (ref # 2953200-2010-01401). At 30 day and 6 month f/u's pt was asymptomatic / free of symptoms. It was reported that the pt expired. It was reported that the investigator became aware of the pt death approximately 11.5 months post index procedure. It was unk if the pt death was related to the study stent as no further info has become available.

Manufacturer narrative:
(B) (4): eval results: death.